Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed random, intermittent, unpredictable behavior, consistent with a device malfunction. Technical services (ts) consultant stated that therapy is off. Ts recommended replacement and referred local representative to a facility. This s-ICD remains in service. No adverse patient effects were reported.